Event description:
It was reported that an alarm was heard and confirmed by telemetry. The patient heard the alarm on (B)(6) 2015. It was single beep every hour. It was noted that the patient was feeling "ok." The alarm was a non-critical alarm due to elective replacement indicator (eri), occurred on (B)(6) 2015 at 05:55. The pump was refilled in december and at that time it said 47 months to eri. The next refill was not until march. The physician interrogated the pump on the day of report and it reported "eri occurred, schedule to replace by may 1, 2015." The physician was going to have the pump replacement scheduled "asap." Additional information reported that the patient's pump was explanted on (B)(6) 2015. The expected volume reservoir was 13.4 and it was exact. Back flow from the catheter was perfect. The patient did not have any concerns with their device or therapy as of (B)(6) 2015. The pump system was delivering compounded baclofen.

Manufacturer narrative:
Conclusion code is no longer applicable for this event.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found a feedthrough anomaly. Shorting was seen across the insulator. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump depleted after 3 years, which the patient considered early.